Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454 mg/dl. Customer stated that they received a motor error alarm. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer stated that the drive support cap was loose. Customer was able to complete insulin pump rewind. The product was returned for analysis.